Manufacturer narrative:
Correction to g2 to add the foreign country italy. This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the plastic cover was cracked when the scope was subjected to stress/wear and the adhesion failed. The following is stated in the instructions for use (IFU) which can prevent the event: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." As a result of the crack, foreign material on the forceps elevator dried and adhered as the subject device was not reprocessed immediately after the procedure. The root cause of why the the scope was not reprocessed according to the device instructions for use could not be determined. The IFU (reprocessing manual) specifies the method of brushing around the forceps elevator in ¿3.5 manual cleaning: brushing around the forceps elevator and instrument channel outlet¿. Additionally, the IFU specifies: "if the endoscope is not immediately cleaned after each procedure, residual organic debris will begin to solidify and it may be difficult to effectively reprocess the endoscope.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. The defect was caused by the customers handling or wear and tear. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The evis exera ii duodenovideoscope was sent back from the customer without a fault description. During a standard service inspection of the customer returned device, the adhesive peeled off or was cracked due to a shock caused by dropping and knocking the endoscope to a hard surface or object. This report is to capture the reportable malfunction found at inspection. There was no patient injury or harm reported.